Manufacturer narrative:
The date of event was changed from (B)(6) 2016 to (B)(6) 2016.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/04/2016. The fse found that the light scatter (ls) sensor was faulty. The fse replaced the ls sensor, which repaired all the issues with the discordant resluts. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the lh500 instrument gave elevated ne and low eo results without any suspect flags/messages when compared to the manual diff and results from another analyzer. The erroneous results were reported outside of the laboratory and there was no change or effect to patient treatment in connection with this event. There was no death or injury in connection to this event.